Event description:
It was reported that after t1 successfully deployed, when the deployment knob was depressed to deploy t2, it was no resistance and failed to implant t2. No patient injury was reported. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle or were returned for examination. The needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle.